Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 520mg/dl at the time of call. Trouble shooting was not performed for the high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked reservoir tube lip noted.